Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation and calcified leaflets for a mitraclip procedure. During the procedure, a mitraclip ntw was successfully implanted. A second mitraclip nt was then successfully placed, upon deployment the clip opened approximately 10 degrees but remained stable on the leaflets. There was no additional treatment and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling.